Event description:
Nurses have reported that the IV angiocaths are not advancing resulting in removing the angiocath and re-sticking the patient.manufacturer response: a message was left for bd representative. Bd has been emailed by staff members regarding the incident and stated that they will be contacting us to find out more information, stating "he has not heard of this occurring at other accounts".